Manufacturer narrative:
Updated: conclusion code is no longer applicable. Conclusion code has been updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design s pecification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis confirmed the pump battery exhibited high resistance.

Event description:
Information was received from a health care provider (hcp) and manufacturing representative regarding a patient receiving intrathecal gablofen 2000 mcg/ml at 748.2 mcg/day. The indications for use were intractable spasticity and cerebral palsy. It was reported that the patient experienced a sudden change in therapy/symptoms. The patient presented to the emergency room (ER) on (B)(6) 2016 with acute withdrawal, irritability, agitation, fever, tightness, hypertonicity and clonus. The patient also had some ventriculoperitoneal (vp) shunt issues but was unsure if that was related. Diagnostics/troubleshooting included an x-ray series, CT brain, and neurosurgery evaluating the patient during admission into the ER. Despite being sent to the ER, somehow the acute withdrawal was "missed," and the patient was sent home. Although an alarm was audible, the secondary caregiver thought this meant the pump was functional. The hcps felt it was shunt-related; the patient was discharged and sent home. When primary caregivers were with patient and heard alarms on (B)(6) 2016, they notified the rehab team and brought the patient into the rehab clinic. The pump was interrogated by the managing clinic on (B)(6) 2016. "Pump in safe state" and "reset occurred - low battery" were logged on (B)(6) 2016 at 20:14. Low battery reset was the cause of the patient's acute withdrawal symptoms. The cause of the low battery reset was not determined. It was noted that the acute withdrawal had resolved by the time the malfunction was identified. However, the patient's tone was high, and they continued to have periods of clonus, increased tone and intense spasms. On (B)(6) 2016, the hcp programmed the pump to minimum infusion of 12.3 mcg/day. They changed the mode from default of safe mod to minimal rate (no rate change). Alarms were silenced. The patient was treated with oral antispasmodics. The patient's other medications included trileptal, klonopin, melatonin prn, tylenol prn, baclofen prn, fluoxetine, clonidine, dulcolax, and senna. The patient's medical history included cerebral palsy, vp shunt, seizures, cataract, hernia repair, tonsillectomy and adenoidectomy, gastric tube, gastroesophageal reflux. The patient was added onto the surgery schedule to get the pump replaced on (B)(6) 2016. However, it was later reported that surgery was scheduled for (B)(6) 2016. The pump was returned for analysis. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The issue was not resolved. The patient's status was "alive - no injury."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.